Event description:
Reporter stated that they got knee replacement surgery in (B)(6) 2020. As of recent they have started to have pain and discomfort in their knee as well as redness, swelling, and inflammation. Reporter went to get knee x-rayed and it was found that the hardware from the knee replacement had started to become loose from the bone.